Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26 oct 2010 a review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 (fluid leak) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified: brown particles from the outer and inner surface and black particles in the fill channel. Leak test was performed, the result is no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -not clogged port holes reason for reoperation: device deflation.

Event description:
Health care professional reported left side deflation. Additionally patient representative reported "begun experiencing pain under left breast whenever sitting¿ and "constant pain under left breast." Device has been explanted and replaced.